Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vich 12.6 implantable collamer lens of +8.00 diopter lens tear/break during injection/delivery into the left eye (os). On (B)(6) 2024 the lens was implanted and removed intra-operatively with no patient injury. A replacement lens was implanted on (B)(6) 2024 of the same model/size and diopter. The replacement lens resolved the problem.